Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient's device was not working and she had to go to the bathroom more than 3 times. The patient stated that the cause was the device inside her was not working, but the stimulation not working and going to the bathroom constantly had been resolved. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's stimulation was not working. The patient stated that she was going to the bathroom constantly in the toilet and some times couldn't make it. The patient also noted that she tried adjusting the settings. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause was that just in the past 2 months the patient had been going a lot and was wetting herself. There were no further symptoms or complications reported or anticipated.